Event description:
Reporter alleged discrepant blood glucose results of 150 mg/dl performed on the customers aviva system compared to a lab measurement of 85 mg/dl, when testing was performed less than 5 minutes apart. Customer stated taking the meter to the lab which is the location of the testing, however, it was not provided as to why this occurred. As a result of the comparison, no actions were taken or treatment was received. A request was made for the return of the suspect product and replacement product was sent.